Event description:
The user facility reported to terumo cardiovascular, quest cardioplegia blood line disconnected from line 7 of pack# (B)(4). This is a customer connection." This occurrence occurred during cardiopulmonary bypass surgery. Intervention required to prevent pt harm. The line was clamped to prevent further blood loss, line reattached to 1/4 connector and air was removed prior to the next cardioplegia dose. Estimated blood loss was 200-300 ml. No transfusion performed. There was no delay or pt harm observed.

Manufacturer narrative:
Terumo did not receive the actual device, however the complaint was confirmed through clinical review. After the first dose of cardioplegia had been delivered a blood spray was noticed coming from the circuit. While the blood spray was being investigated the quest blood line disconnected from the 1/4 connector. Intervention performed to resolve this incident was to clamp the line to prevent further blood loss, reattach the line to the 1/4 connector and air was removed prior to the next cardioplegia dose. The root cause of this event is due to user error. The user connects the quest blood line to the 1/4 connector and did not add a tie band to this connection per the instructions for use. Complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).